Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a high, out of range shock impedance measurement, review of the device data identified the measurements had been increasing. A boston scientific technical services consultant discussed the clinical observations and recommended troubleshooting. No adverse patient effects were reported.